Event description:
Reporter indicated that a patient underwent generator revision surgery to address end of service. The explanted generator was returned to the manufacturer for analysis and the end of service condition was confirmed and was an expected event based on the battery life calculation, the electrical test results and the bench evaluation. During evaluation, it was found that the backup capacitor positive feed-thru to can and negative feed-thru to can were out of specification. The function of these feed-thru capacitors is to provided emi protection if needed and is not required to provide therapy. Functionally, the device will perform as intended and it will provide an output pulse that meets specification. With the excepting of the noted conditions, there were no adverse findings that would inhibit the product from performing as intended. The DHR of the generator was reviewed and no anomalies were noted. Proper device function prior to shipment was confirmed.